Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient fell at a wedding and landed on her left side on the battery site. The patient said since that fall, she had significant pain at the battery site itself. The patient felt like the ins moved and she had persistent swelling in the battery area. The patient still got good stimulation in the leg and foot area. Impedances were checked by a manufacturer representative (rep) which again confirmed the leads were still intact. There was no change in impedances, but the battery site continued to give the patient pain and the pain seemed to get worse when stimulation was turned on. Upon examination, the patient had tenderness over the battery site in the left lower back. The patient also reported having to charge more frequently and the battery was not holding a charge like it did before the fall. The plan was to replace the battery. It was also reported charging was becoming more difficult for the patient. The patient went in for a battery replacement on (B)(6) 2015 and was sterilely injected with 0.25% marcaine at the skin and subcutaneous tissues. Then, an incision was made and carried down to the level of the generator. Adequate hemostasis was achieved with electrocautery. Then, using an allis clamp, the battery was dissected free from the subcutaneous pocket. The screwdriver was used to loosen the lead and disconnect it from the generator. The lead was cleaned, dried, and attached to a new generator and secured with a screwdriver. A port cap was placed on the new generator and secured with a screwdriver. Telemetry of the device wa s performed confirming adequate function of the system. Then a 2-0 vicryl suture was placed through the anchoring device at its anchoring site and secured to the underlying fascia. Once the battery was placed, sutures were used to close the pocket. The area was cleaned and dressed. The patient was taken to a recovery room and reprogrammed by a manufacturer representative (rep). The patient presented on (B)(6) 2015 and had some post-procedural pain that was steadily improving. The patient was getting excellent stimulation with the new battery. The incision was healing without evidence of erythema or infection. The patient was healing well and was pleased with the progress. No further complications were reported.